Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 9/13/2019. Device returned to manufacturer: yes. Device evaluation: material was received by manufacturer on the 13th of september 2019. It was observed that the plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. The lens was received out of the device and inside a sample container. Visual inspection using magnification was performed. Results revealed lubricant material residue could be observed in the device and on the lens surface. One of the haptics was detached and missing. The other haptic looks slightly distorted. The reported issue was verified, however, due to the conditions in which the sample returned it is not possible to determine if the reported issue is related to the manufacturing process or to the surgical procedure. Based in the analysis product quality deficiency could not be determined and the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: not applicable, the intraocular lens was inserted and removed during the same procedure. If explanted; give date: not applicable, the intraocular lens was inserted and removed during the same procedure. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of the intraocular lens in the patient¿s eye, the surgeon noticed that a loop/haptic of the lens was missing. The lens was removed and replaced during the same procedure without any issue for the patient. The incision was enlarged approximately 4 mm in order to remove the iol from the eye. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.